Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 45696, were returned and analyzed. The returned data files did not record any system notice for the date of the event. Visual inspection of the balloon catheter showed traces of blood inside the balloons. Smart chip verification indicated the catheter was used for 6 injections. The catheter failed the performance test due to system notice 50005 ¿the safety system detected fluid in the catheter and stopped the injection¿ right after connecting to the console. Dissection and pressure tests showed a leak at the guide wire lumen of the catheter in balloon segment at 0.99 inches from the tip and also out of the balloon segment at 2.40 inches and 3.04 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen twist and breach at three locations. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.